Manufacturer narrative:
E1 facility name: (B)(6). Upon receipt and inspection of the returned device, it was discovered that there was foreign matter on the plastic distal end cover as well as lodged in the nozzle of the air/water channel. A review of the device history record found no deviations that could have caused or contributed to the issue. As the foreign material could not be identified, based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the inspection of the returned device, the device evaluation noted the presence of foreign material on the plastic distal end cover as well as in the air/water supply nozzle. There were no reports of patient harm.